Manufacturer narrative:
Date of event was approximated to (B)(6) 2009 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle device was implanted into the patient during a posterior pinnacle repair with fixation of the sacrospinous ligament procedure performed on (B)(6) 2009. As reported by the patient's attorney, the patient underwent revision of pinnacle device on an unknown date due to unreported reason. Boston scientific has been unable to obtain additional information regarding the event to date.